Event description:
It was reported that during a surgical procedure at the user facility, a white foreign material dropped off the hood. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the reported foreign material was returned, however, the hood itself was not returned. H3 other text : customer discarded device

Event description:
It was reported that during a surgical procedure at the user facility, a white foreign material dropped off the hood. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.